Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer changed the pump supplies and resumed insulin delivery. In addition, it was reported the customer experienced a blood glucose (bg) level of 45 mg/dl. Reportedly, the customer miscalculated the amount of carbohydrates consumed. Customer ate carbohydrates to address low bg levels.